Event description:
Customer reportedly received results of 4.0 mmol/l and 16.0 mmol/l within 10 minutes on the advantage system while using sensor comfort test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).